Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) non-hispanic female patient who underwent primary breast augmentation with unspecified mentor saline breast prostheses, experienced right side deflation and left side capsular contracture baker grade ii post-operatively. As a result, the patient underwent bilateral removal and replacement with two 450cc mentor memorygel breast implants on (B)(6) 2018. This medwatch form is for the left breast prosthesis.